Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04848. It was reported that balloon rupture occurred. The target lesions were located in the inferior vena cava and common iliac vein. A 16-4/5.8/75 xxl¿ esophageal balloon catheter was advanced for post-dilation. However, on initial inflation at roughly 4 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. Another 16-4/5.8/75 xxl¿ esophageal balloon catheter was also advanced to perform post-dilation. However, on initial inflation at roughly 4 atmospheres, the balloon also ruptured. The device was completely removed from the patient's body. Dilatation of both balloons were satisfactory and the procedure was completed. No patient complications nor adverse effects were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 46mm proximal of the distal end of the tip of the device. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. A visual and tactile examination identified no issues with the tip of the device that could have contributed to the complaint incident. No kinks or damage was noted to the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user/use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The directions for use states: ''the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus.'' (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04848. It was reported that balloon rupture occurred. The target lesions were located in the inferior vena cava and common iliac vein. A 16-4/5.8/75 xxl esophageal balloon catheter was advanced for post-dilation. However, on initial inflation at roughly 4 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. Another 16-4/5.8/75 xxl esophageal balloon catheter was also advanced to perform post-dilation. However, on initial inflation at roughly 4 atmospheres, the balloon also ruptured. The device was completely removed from the patient's body. Dilatation of both balloons were satisfactory and the procedure was completed. No patient complications nor adverse effects were reported.